Event description:
I had filshie clips put in on after 3rd pregnancy. I got pregnant again. Again dr put in filshie clips, and again I got pregnant. He installed clips again. I have since been having pain all over my body. I have extreme fatigue and horrible headaches. My menstrual cycle has become unreliable, and very heavy. I have been having extreme pain in my abdomen. I have been over and over to the ER and doctor's office. None of them could figure it out. Then during a screening for a tumor, they found my clips were displaced. Since then they have migrated to different parts of my body. Causing extreme pain, bloody urine. I now have to have surgery to have them removed. They can only find the left one can no longer see the right one. The clips are still in until friday (B)(6) 2017.